Manufacturer narrative:
Product ID 8711, lot # l78728, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred at the last refill. The expected residual volume was 2. However, the actual residual volume was the full amount as no drug had appeared to have left the pump. The patient reported to have gone through "serious withdrawals." The medication this device system delivered was not provided. The patient was referred to another physician for troubleshooting. Additional information has been requested, but was not available as of the date of this report.